Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause of the pediatric iipv found in the logs was undetermined. The event log review revealed that the volumes of fluid found in the logs that met pediatric iipv criteria were not drained from an actual patient, but instead occurred during training/mock therapies. This device was used as a training device. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This is report 1 of 3 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2009 during drain cycle 1. The patient's ultrafiltration (uf) reading was 305 ml, indicating the home patient (hp) drained 305 ml more than the largest prescribed fill volume of 100 ml. This meant the total drain volume was 405 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.